Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue with the orange staple retaining cap? Or, was the issue with the black knife blade housing/cover? When the blade protector malfunctioned, was the knife exposed? Was the blade protector damaged? Was there difficulty loading the sr75? Was it confirmed that the firing knob of the ntlc was in the home position prior to loading?

Event description:
It was reported that during a hemicolectomy procedure, while the reload product was inserted to the stapler, it was realized that the blade protector was malfunctioned. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Type of reportable event: not reportable. Additional information was requested and the following was obtained: was the issue with the orange staple retaining cap? Or, was the issue with the black knife blade housing/cover? Stapler didn't close when the cartridge was loaded and the stapler jaws wanted to be closed on tissue. It was seen that blade's protective black part was smashed. When the blade protector malfunctioned, was the knife exposed? The surgeon doesn't remember if the blade was closed or opened. Was the blade protector damaged? Was there difficulty loading the sr75? No difficulty is recalled when sr75 was loaded. Was it confirmed that the firing knob of the ntlc was in the home position prior to loading? Ntlc was in the correct position before firing. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.